Event description:
It was initially reported in (B)(6) 2013 that on approximately (B)(6) 2013, the patient lost their appetite and had movement inconvenience. The patients family wanted the patient to be reprogrammed. Additional information received reported that the patient was replaced with a new device on (B)(6) 2014.

Manufacturer narrative:
(B)(4).